Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective generator interface pcb and corrupt hard drive that were removed and replaced with release 29 software. The nodes were erased and re-loaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.